Event description:
An rn in the emergency department was activating a hot pack, by squeezing as indicated in the hot pack directions, when the pack ruptured spraying the rn and another nurse in the face with the hot pack chemicals. One rn was sprayed in the eyes and face resulting in burns and the other rn was sprayed over the face, hair and clothing - no burns reported.this is the second incident of ruptured hot packs by this manufacturer in our hospital. All hot packs by cardinal have been removed from use in a hospital-wide recall.